Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause is due to poor drainage caused by foreign matter clogging the nozzle, which in turn caused foreign matter to adhere to the objective lens, which then caused condensation on the surface of the objective lens due to the foreign matter on the objective lens. The organic silicone detected in the foreign matter is not a component derived from the endoscope, but a component derived from medicines (antifoaming agents, etc.), and possible causes of the foreign matter adhesion include insufficient pre-cleaning and rinsing of the ducts, and insufficient drying due to buttons not being removed when storing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air water nozzle and distal end including objective lens surface exhibited foreign objects. There was no patient involvement.